Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was admitted to the ICU due to a high blood glucose value. The daughter ran out of insulin and there was no more insulin in the house; her blood glucose increased to as high as 506 mg/dl. The patient experienced nausea, vomiting, and cramps. Troubleshooting did not occur. The insulin pump was not returned for analysis.